Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer¿s device and verified the reported issue. Physio determined that the cause of the reported issue was due to the customer¿s defibrillation therapy cable assembly. The customer replaced the defibrillation therapy cable assembly from their stock. After observing proper device operation through functional and performance testing, the device was returned to use.

Event description:
The customer contacted physio-control to report that during a patient event their device prompted, ¿connect electrodes¿. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. A backup device was not at the scene, however patient care continued during the transport. This issue is patient related; however there was no adverse patient outcome reported.